Manufacturer narrative:
The field service representative (fsr) replaced the roller pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump displayed a "pump error service pump" message and the pump head shut off intermittently. As a result, the user would reset the pump and it worked accordingly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019, the team had an incident with a roller pump in the arterial position on the heart lung machine (hlm). The team set up without issue. Shortly after commencing cpb, the roller pump gave a "pump error, service pump" message and then shut down. The end user was able to press the start/stop and power up the roller pump and come back up to the speed she had set. This occurred one other time during cpb, for a total of two times during the cpb run. Both were noticed immediately and the team was able to come back up to speed by engaging the start/stop button and come up to initial patient flow. The roller pump was exchanged after the procedure. There was no harm or blood loss associated with the occurrence. There was no delay in the continuation of the surgical procedure.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2020, 08:41:27 arterial pump started ; 08:41:31 speed set to 1.756 l/min; 08:42:35 arterial pump stopped (locally), and started again; 08:45:20 speed set to 1.586 l/min; 09:12:24 arterial pump stopped (locally); 09:34:42 arterial pump started ; 09:35:01 speed set to 2.062 l/min; 09:52:46 arterial pump stopped (locally) ; 10:09:07 arterial pump started ; 10:12:35 speed set to 4.816 l/min; 10:13:46 arterial pump stopped (locally); 10:13:50 arterial pump started ; 10:15:39 speed set to 4.918 l/min; 10:20:12 arterial pump stopped (locally); 10:20:20 arterial pump started ; 11:23:11 speed set to 0 l/min; 11:26:41 arterial pump stopped (locally); 11:26:49 arterial pump started; 11:29:19 arterial speed set to 0 l/min; 11:30:45 arterial pump stopped (locally) ; 11:44:26 perfusion screen exited. The stops reported by the customer are most like the stops at 10:13:46 (started four seconds later) and 10:20:12 (started eight seconds later). There was no way to tell from the data log review if the 'service pump' message was displayed. It is possible that the pump stopped because it incorrectly detected running in reverse. This would display a 'service pump' message on the pump and only the pump stop would be logged.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the roller pump to operate over several days with no errors logged. Over the course of several days testing the roller pump did not shut itself off or spontaneously restart.

Manufacturer narrative:
The reported complaint was confirmed. The end user has not authorized additional servicing so a service evaluation and/or repairs has not been completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.